Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel near the venous anastomosis site in the left forearm part. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured at the center part of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient adverse event was reported, and the patient condition was good post-procedure.